Manufacturer narrative:
Analysis of the instrument and instrument data by the customer indicated that the cause of the questioned as discrepant troponin I (ctni) result is unknown. The instrument data did not indicate an issue with the reagent or instrument performance. Sample integrity could not be assessed. The patient sample was not provided to siemens for further evaluation. However, since the results on two dimension vista instruments matched in elevation relative to the siemens stratus cs instrument, there is some indication of a sample specific issue. The account performed a patient comparison study with a group of 40 samples on the stratus versus the dimension vista and all results matched. No further evaluation of the device is required.

Event description:
A questioned, elevated troponin I (ctni) result was obtained on a patient sample. The patient result was reported to the physician who questioned the result. The sample had previously been run on an alternate siemens instrument system (stratus cs) and a lower result was obtained. The same sample was run on another dimension vista instrument and also gave a questioned, elevated ctni result. The patient was admitted to the facility on the basis of presentation. It is unknown if patient treatment was altered or prescribed on the basis of the questioned troponin I (ctni) result. There was no report of adverse health consequences as a result of the questioned troponin I (ctni) result.